Event description:
It was reported that 2 bd 20ga needles experienced foreign matter on the device cannula. The following information was provided by the initial reporter: crystals can be seen on the cannula and in the cannula lid.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 23-jun-2022. Investigation summary: to aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The needle sample was microscopically examined and some crystalized particles were found in the cannula. The sample was sent for fourier-transform infrared (ftir) spectroscopy. The results of the ftir test indicate that the crystalized particles do not correspond to any product used during the manufacturing process. At this time, an exact cause related to the manufacturing process cannot be identified. As a lot number was unknown for this incident, a review of the production records could not be performed.

Event description:
It was reported that 2 bd 20ga needles experienced foreign matter on the device cannula. The following information was provided by the initial reporter: crystals can be seen on the cannula and in the cannula lid.